Event description:
On (B)(6) 2026, it was reported that dr. (B)(6) stated that the buttons had broken off and the blue bands have ripped from a silent nite device. The reported device has been returned.

Manufacturer narrative:
The reported device has not yet been returned for evaluation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).